Event description:
Pt underwent an operative hysteroscopy with myomectomy and laparotomy with myomectomy. During procedure the pt's co2 dropped and it was concluded that pt substained an air embolism. Pt had good recovery. MFR rep was present and aware of complication during the procedure.